Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on her one touch ultra mini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following complaint was classified based on the initial call placed on (B)(6) 2011. The patient mentioned that she first noticed the alleged high readings at 6:00pm on (B)(6) 2011. She had obtained readings of 377 mg/dl and a 285 mg/dl. She was comparing meter readings to feelings/normal results and the 2 readings provided were not done back to back. The patient had gone into a coma; however, it is unknown whether the patient had developed the symptom prior to the alleged high readings or after. The patient was tested on ems meter and obtained result less than 20 mg/dl on their meter and was treated with IV fluids and glucose serum. The patient was taken to the hospital where she was hospitalized. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. No further clinical information was provided. It would have been helpful; to know when the patient exhibited the symptoms, how soon after she regained consciousness, diagnosis in the hospital and whether her diabetes medication was changed due to the alleged issue. The complaint is being reported since the patient alleged that due to the alleged high readings, she ended up being hospitalized for a blood glucose result less than 20 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The meter was returned and the meter was tested and the subject meter passed testing. If the test strips are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k061118.